Event description:
It was reported that the device on/off button was intermittent. There was no report of patient involvement with the incident.

Manufacturer narrative:
Physio control provided trouble shooting assistance and the front keypad assembly part number information to repair device. Further follow up with customer found that caller replaced the front keypad assembly and observed proper device operation.